Event description:
It was reported the patient was seen emergently due to extreme shortness of breath, profuse sweating and lethargy. The device was interrogated and it was determined there was loss of capture in the ventricle. Lead threshold and ventricular capture management were reprogrammed. Intermittent capture was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.